Event description:
It was reported that the barrel clamp failed on the device. No patient involvement was noted.

Manufacturer narrative:
D10: device availability - additional. G5: PMA/510(k) # - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 01/04/2011 to the present date (B)(6) 2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the barrel clamp failed on the device. No patient involvement was noted.